Manufacturer narrative:
Additional information was received from the patient profile form (ppf). The patient reports a device defect, not listed that results in more follow up care, monitoring, and treatment than normal because it is not functioning properly. There have been no filter removal attempts. The patient reports mood swings, difficulty concentrating, loss of focus, depression and anxiety. Per the medical records, the patient was admitted to the hospital at filter placement with diagnoses of left lower extremity deep vein thrombosis (dvt) and acute on chronic anemia. Medical history includes cva in 2011, elevated homocysteine, diabetes, uterine bleeding, smoking and frontal headache. A venous doppler revealed non-occlusive thrombosis from the distal popliteal vein extending up into the left common femoral vein. The patient¿s hemoglobin was low and blood transfusions were administered. The filter was implanted after identification of the renal veins, post placement venogram revealed the filter to be in good position and the patient tolerated the procedure well. Please note that the complaint device is listed as an optease filter but the lot number provided and medical records both state the device is a trapease filter.

Manufacturer narrative:
As reported, the patient underwent implantation of an optease retrievable inferior vena cava (ivc) filter for the treatment of deep vein thrombosis (dvt). However, the lot number provided and description of the device in the medical records indicate the device is a trapease. Per the medical records, the patient was admitted to the hospital at filter placement with diagnoses of left lower extremity deep vein thrombosis (dvt) and acute on chronic anemia. The device was placed just below the renal veins. Medical history includes cva in 2011, elevated homocysteine, diabetes, uterine bleeding, smoking and frontal headache. A venous doppler revealed non-occlusive thrombosis from the distal popliteal vein extending up into the left common femoral vein. The patient¿s hemoglobin was low and blood transfusions were administered. The filter was implanted after identification of the renal veins, post placement venogram revealed the filter to be in good position and the patient tolerated the procedure well. Approximately two days after implantation, imaging showed the patient had left lower extremity deep venous thrombosis and was status post inferior vena cava (ivc) filter. Per the patient profile form (ppf), the patient reports a device defect, not listed, that results in more follow up care, monitoring, and treatment than normal because it is not functioning properly. There have been no documented filter removal attempts. The patient reports mood swings, difficulty concentrating, loss of focus, depression and anxiety. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease and trapease vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Anxiety, depression and mood swings do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent a surgical procedure to implant an optease retrievable vena cava filter for the treatment of deep vein thrombosis (dvt). The device was placed just below the renal veins. The device was positively identified by the patient¿s medical records. On or about two days after implantation of device, the patient received an exam which shown that the patient had left lower extremity deep venous thrombosis and was status post inferior vena cava (ivc) filter. As a result of the malfunction of the optease filter, the patient has suffered permanent and life-threatening injuries, requiring extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses and will have this faulty device permanently implanted along with other injuries. The product was not returned for analysis as it remains implanted. A review of the device history record (DHR) of lot 15688487 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The optease inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological, lesion characteristics or other comorbidities. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore no corrective action will be taken.

Event description:
As reported by the legal brief, the patient underwent a surgical procedure to implant an optease retrievable vena cava filter for the treatment of deep vein thrombosis (dvt). The device was placed just below the renal veins. The device was positively identified by the patient¿s medical records. On or about two days after the procedure, the patient received an exam which showed that the patient had left lower extremity deep venous thrombosis and was status post inferior vena cava (ivc) filter. As a result of the malfunction of the optease filter, the patient has suffered permanent and life-threatening injuries, requiring extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses and will have this faulty device permanently implanted along with other injuries.